Event description:
Device issue: difficulty to remove. Time of device issue: during the procedure. Adverse event: none. It was reported that there was difficulty passing the emboshield nav6 recovery catheter (rc) past an older 10 x 40 acculink completely patent stent to capture the filtration element in the distal right common carotid artery. The nav6 rc was able to cross the older distal stent, but could not pass the distal segment of the old stent. An accunet 2 recovery catheter was able to easily pass through the anatomy and capture the nav6 filtration element. A second nav6 was inserted with a longer wire for post dilatation of the newly deployed 10 x 20 acculink stent in the proximal de novo right common carotid (rcc) artery lesion. The rcc was a large vessel and required a larger balloon for post dilatation necessitating the longer nav6 wire for an over the wire (otw) balloon. After post dilatation of the acculink, the second nav6 rc was inserted, but was still unable to exit the older 10 x 40 patent acculink stent. A second accunet 2 recovery catheter was used and was able to easily pass through the anatomy and capture the nav6 filtration element. There were no adverse pt effects reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(4). The device has been received. The investigation is not yet complete. The emboshield nav6 (22438-19, lot 022251) is being under this MFR#.